Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6) /(B)(6) . Batch: 5171668/5171670/7102690.

Event description:
It was reported that the patient experienced pain and tenderness at the ipg site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.